Manufacturer narrative:
Per visual inspection: broken off piece at the cartridge holder and missing inpen front cap shell. Inpen successfully paired to the commercial app. Inpen successfully transmitted to manufacturing app. Inpen passed baseline and wireless functionality. Inpen passed dialing alignment using dose knob zero alignment gage. Cartridge holder broken off plastic pieces stuck inside inpen/cartridge holder cavity. Unable to perform dose log accuracy due to broken pieces stuck inside cartridge golder cavity. Performed leadscrew reset torque test. Inpen passed and is within specification (ccw: (B)(6)). Inpen was received with missing front cap shell. In conclusion: unable to confirm high bg. Inpen received with broken off piece at the cartridge holder. Physically damaged cartridge holders can affect insulin delivery. The customer concern of physical damage at cartridge holder was confirmed. Inpen was received with no original front cap shell. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced hyperglycemia. The customer reported a blood glucose value of 500 mg/dl. The customer reported hyperglycemia treated with a manual injection/insulin pen. Troubleshooting was performed but later it was declined. The customer reported the following led up to the event was a crack on the inpen. The event involved product(s) mmt-105nnblna. The customer reported high blood glucose. The customer reports a broken/damaged inpen. The customer reported that dose knob/dial was slipping and the dose dial slip was greater than 1.0 units. The dose amount of the last insulin delivery with inpen prior to the high blood glucose event was 11 units. Inpen replacement initiated. No further patient complications were reported. Mmt-105nnblna was requested and device was returned.